Manufacturer narrative:
Zimmer biomet (B)(4). Age at time of the event unknown / not provided. Weight unknown / not provided. Expiration date and UDI unknown / not provided. Email address unknown / not provided. Premarket identification k011245 and k002188. Device manufacturer date unknown / not provided.

Event description:
Doctor reported he was trying to place an implant in tooth location #14 and there was a bone fracture during the surgery. Doctor removed the implant and will wait for healing.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered sp 3.7mm 10m m octagon (spb10), mount and screw were reported for investigation. There were no allegations against the mount and screw. Visual evaluation of the as returned implant identified signs of use (bone residue around the external threads) but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (bone fracture). However, measurements were taken using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specifications. Device history record (DHR) review for the lot (2021011243) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021011243) for similar events (complaint category keywords: medical: bone fracture) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. The reported event could not be verified since it is a medical condition and no x-ray or pictorial evidence was available (patient anatomical condition and details of events.

Event description:
No further event information is available at the time of this report.